Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (code 204 / damaged connector) was confirmed. As received, the belt would not communicate. Upon evaluation, an unused pulse wire migrated within the ECG electrode and damaged the green electrode discharge wire. In addition, the trunk cable connector was cracked. The cause of the code 204 could not be distinguished between the damaged wire or connector. The root cause for the migrated wire has not yet been determined. The root cause of the damaged connector is excessive force placed at the connector. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204 and had a damaged connector that would not securely latch the belt to the monitor.